Manufacturer narrative:
G4:16apr2021. B4:19apr2021. The device was evaluated by the customer and philips remote service engineer (rse). The customer reported that the issue is believed to be a user error as it appears the gas was possibly turned off at the bottle. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported that the issue is believed to be a user error as it appears the gas was possible turned off at the bottle. No other anomalies were reported. Based on information available at the time of this review, this complaint has been reviewed, and it has been determined that the complaint is no longer reportable due to a user error, and no alleged malfunction was found.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported having an un-resettable light emitting diode (led) alarm. There was no patient involvement.